Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative of few complaints regarding a waxy material on the posterior side of the lenses. These complaints from two different surgeons at the same account, and they complained that 50% of their lenses had this waxy smudge. In all cases, they were able to remove the substance, but it took more time and also made the case more difficult by going on the posterior side of the lens for a prolonged period of time".